Event description:
It was reported that the customer's pump screen was unresponsive and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to perform several troubleshooting steps, such as checking the power connection and using known functioning charging supplies, but the screen remained dark. Ultimately, it was decided by technical support to replace the pump as it was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.